Event description:
Dealer states the left rear caster is wobbly, not able to tighten. Dealer states it is out of box failure. Dealer did not know the po or order number it came from. I was going to replace the caster, dealer wanted replacement. Explained it could not be done without an original order or valid po per rotech policy. Put dealer on hold to search for a recent po and dealer disconnected.